Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr replaced power knob turn dial, ran performance check, unit is functioning per manufacture specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100a ventilator experienced not functioning power knob while on a patient. As an intervention, the unit was swapped out. The customer confirmed that there was no patient harm associated with the reported event.